Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer continued to experience high blood glucose levels after her insulin pump was replaced. The customer was very sick and went to the emergency room. She believes her medical issues were causing her high blood glucose levels. The customer received a battery out limit alarm and an unexpected restart alarm. Her actual blood glucose level was not reported. The product was not returned. Nothing further to report.